Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
No product was returned.

Event description:
On (B)(6) 2014, the patient reported his infusion sets were leaking. He stated that he would bolus and then feel wetness at his infusion site. No adverse event was reported. The patient discarded the infusion sets; therefore, no product can be requested to be returned for product evaluation.